Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. The software version of this device is currently unknown. No patient injury or medical intervention was reported. No additional information is available at this time.

Event description:
This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was discovered and confirmed during product evaluation by baxter quality engineering in the pump's event history. The pump's air in line printed circuit board was tested and found to be within specifications. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.